Event description:
It was reported by service report that the weld on the spindle was broken and the side rail was unable lock in the upright position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.